Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experience a high blood glucose (bg) level (over 600 mg/dl) and insulin injections were used to address the bg level. The customer thought that the high bg may have been due to a sickness that was not related to the pump or supplies. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause.